Event description:
Manufacturer received a call from the patient's sister stating that her brother was on the device for years but passed away in 2012 and was requesting for the serial number of her brother's device, the caller was transferred to patient recall support. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received a call from the patient's sister stating that her brother was on the device for years but passed away in 2012 and was requesting for the serial number of her brother's device, the caller was transferred to patient recall support. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Reportable since device issue/event has or may have caused or contributed to a death. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Update: manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.